Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the keypad was damaged and that the contrast and down arrow buttons were under-responsive. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/15/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/24/2016 with the following findings: during investigation, the keypad was found to be torn around the down arrow button. All of the keypad buttons responded to button presses. The complaint of under-responsive down arrow and contrast buttons was not duplicated during testing. The keypad was removed and no contamination was found under the button contacts. Unrelated to the complaint, investigation revealed that the audio bolus button was found to be missing. The audio bolus button responded appropriately during testing.